Event description:
The report from the affiliate stated that: the pt was admitted for a procedure with multiple lesions in the lad and rca. One cypher-treated lesion was a bifurcated lesion in the lad; a 3.0x28mm cypher stent was deployed. The second lesion was in the rca and was also bifurcated. A 3.0x28mm cypher was deployed to the site. There was no disease left untreated. Predilation and postdilation information is unknown. About three months later, the pt experienced an in-stent restenosis (isr) in one or both of the target vessels, and subsequently underwent CABG.